Manufacturer narrative:
On 3/22/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - three elevators returned in used condition, not showing any unusual markings, showing wear with a broken tips. Without knowing how often the elevator was used and what angle of the elevator to the tooth during leveling, excess force applied to the tip of the instrument may have led to the tip breaking. This type of damage is typically the result of improper usage. The complaint is confirmed. Device history evaluation - DHR review; nonconforming product report / nonconforming material report history: none; variance authorization / deviation history: none; engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none; health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Instruments broke at tip. No harm done. No further information available.